Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number: (B)(6) prior to 31 may 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 31 may 2019, it was reported that a mesher was clogging skin. The customer returned a zimmer meshgraft ii serial number: (B)(6) for evaluation. Evaluation of the device noted that the device could not mesh properly and had a defective cutter blade. Upon further evaluation, it was found that the roller and sideplates also needed replaced. Repair of the mesher occurred on 23 august 2019 and involved replacing the cutter, roller, and the sideplates. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutter was defective, which would lead to the device not cutting as intended and allow skin to become caught and jammed on it, it cannot be determined from the information provided as to what caused the cutter on the meshgraft to become defective. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per zpc 11.407 complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Meshgraft ii instrument only had repair for unknown reason, and had a damaged cutter. No adverse events were reported as a result of this malfunction.